Manufacturer narrative:
As received, the middle portion of the lead was returned. A scanning electron microscope evaluation verified that all four filars of the inner coil were fractured proximal to suture tie impression. The cause of the reported event was due to fractured inner coil consistent with fatigue fracture.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, it was noted that the proximal portion of the left ventricular (lv) lead was detached from the distal portion. An x-ray confirmed the lead break. The lv lead had previously been reprogrammed to inactivate the lead. The proximal portion of the lv lead was explanted, the distal portion of the lv lead was capped, and the lead was replaced to resolve the event. The patient was stable with no consequences.